Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products used in this study: carto3. Non-biosense webster devices that were also used in this study: none. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2018-02342; 2029046-2018-02343. Are related to the same incident.

Event description:
"Event description: this complaint is from a literature source. The following complications were reported in this publication: 1 patient with heart failure underwent catheter ablation of atrial fibrillation and suffered diaphragmatic paralysis, which recovered with conservative treatment. No further details were provided. There are no death events nor device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is navistar thermocool. Other biosense webster devices that were also used in this study: carto. Non-biosense webster devices that were also used in this study: none. Publication details: title: impact of catheter ablation of atrial fibrillation on long-term clinical outcomes in patients with heart failure. Objective: this study aimed to investigate the long-term clinical outcomes after af ablation in patients with hf. Methods: a total of 106 consecutive patients with heart failure underwent ablation. All patients underwent successful pulmonary vein antrum isolation, and substrate. The mean follow-up period was 32.4 months."